Event description:
The patient has 2 scs leads from the same lot. It was reported the patient experienced an "electrical buzzing sensation" throughout her body regardless of stimulation. Diagnostics showed low impedance values and x-rays revealed the leads had migrated. Per the manufacturer's records, the entire scs system was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified that despite a new system the issue remains. The physician has determined the issue is unrelated to the scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.